Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. However, during evaluation, it was observed that the device will not run and the triggers were jammed. It was further determined that the electronic control unit and the electric motor had no power, coupling was worn and triggers jammed when pushed. The assignable root cause was determined to be wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device would go forward and reverse but would not oscillate. There were no delays in the surgical procedure as an identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occured on july 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.